Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #01112382 - there was no patient involvement 8015 battery pack capacitance low power supply board- damaged bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: caller did a battery reconditioning on a battery pack and got a low capacitance reading. Replaced with a new battery and still getting a low reading. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: recommended to replace power supply processor board or send in for flat rate repair. Gave part number and emailed the alaris service description depot repair pricing letter to biomed. Ref: (B)(4).